Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Estimated to be around (B)(6), the patient inserted a new sensor. On december 14th, the patient began feeling extremely unwell, he experienced heavy sweating, dizziness, and feeling weak. The cgm reading was "high", and the bg reading was around 30 mg/dl. No treatments at the time. The wife called 911 and they took him to the emergency room (ER). There they took a bg reading which was 37 mg/dl while the cgm reading was 130 mg/dl. The ER team administered IV glucose. They also removed and discarded the sensor. The patient was not admitted and was discharged after stabilization the same day (B)(6) 2025 (less than 24 hours). At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.